Event description:
It was reported that during a case the sheath of the electrocautery tip was lying on the liver and when the dr used the bovie, it allegedly arced causing a burn on the outside of the liver bed. It was reported that the burns looked significant but there would be no long term injury to the pt.